Event description:
It was reported to nova biomedical on (B)(6) 2011 that sometime before (B)(6) 2011, the consumer continued to administer insulin based on multiple high readings on their blood glucose meter. The consumer subsequently experienced a hypoglycemic event, which may have required medical intervention. The consumer could not recall the specific details of the event. The meter will be returned for eval. The test strips were used up by the consumer.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.